Manufacturer narrative:
Two devices were returned for analysis. The tip on one returned device was sheared at the proximal end. The other returned device appeared to be intact, but damage evident at the proximal end. Other than the visible damage at the proximal end, both devices appeared to be conforming and functional. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the marker applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide warnings and precaution language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Additional information regarding patient follow up care is unavailable. However, due to the potential subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
It was reported by the distributor in (B)(6) that during a clip placement, the user tried three devices, the first one had default and was removed, not deploying the clip. The second one got stuck, the whole needle was removed and yet the clip and the end of the plastic part was deployed. A third clip was inserted and it was a success. After imaging the patient we discovered that the end plastic part has been deployed in the patient biopsy site. The probe was inserted back into the site and managed to remove only the clip. The plastic end failed to be sucked by the vacuum apparatus. The biopsy results were benign.